Event description:
Information received by medtronic indicated that the customer reported a crack in the insulin pump. Troubleshooting was performed and found that there was a crack in the battery cap side and down to the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. Pump passed the displacement test. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, scratched case. During the motor loading, the motor stops prematurely before it touches the stopper. Unable to perform the displacement tests due to the loading anomaly. In addition to this, an "insulin flow block" alarm randomly appears on the screen. The case was cut open. After visual inspection, the rubber stopper was stuck to the home motor switch and there are traces of previous moisture presence on the pcba1 j2 connector as well as the force sensor flex cable terminal. Motor was tested outside the unit, and it passed. The force sensor zero offset measured in spec = 23.3 mv. In summary, the customer's report of a crack in the case was confirmed. The loading anomaly and the "insulin flow block" alarm are due to moisture damage on the home motor switch and at the pcba1 j2 force sensor flex connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.